Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15943, related manufacturer reference number: 2017865-2020-15944. It was reported that the patient presented for remote follow up via merlin. Net with stored episodes of atrial over-sensing resembling atrial tachycardia record by the pulse generator. It was noted that noise appeared on both the atrial and ventricular leads and was attributed to myopotentials. No interventions were reported, the patient was asymptomatic.

Event description:
New information received notes that patient presented for in-clinic follow up. Noise was non-reproducible with isometric exercise, and programming interventions were made.